Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had black screen. Customer¿s blood glucose value at time of incident was 355 mg/dl and current blood glucose value was 395 mg/dl. Customer decline to troubleshoot for high blood glucose value. Insulin pump will not be returned for analysis.